Event description:
It was reported that the associated ICD was exchanged due to eri. Reportedly the patient received inappropriate shocks causing the battery depletion. Based on ICD data analysis it was decided to file a complaint for the rv lead. This lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. Analysis showed that the ICD activated the battery status eos on (B)(6) 2022. Analysis of the shock holter data showed that an amount of 106 charging cycles, with 59 shock deliveries, was performed by the device on (B)(6) 2022. As a result of that successive charging the eos battery status had occurred. The analysis of the available iegms revealed noise in the rv channel, which led to the multiple charging cycles and shock deliveries. Based on the available data, the root cause of the noise could not be determined. However, a damage of the rv lead cannot be excluded. There was no indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. In the available iegms the occurrence of noise was observed in the rv channel, which led to the clinical observation. Based on the available data the integrity of the lead cannot be assured.